Manufacturer narrative:
Exact date unknown, event occurred 4 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4); product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 25329437.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to ipg was sticking out. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned.